Manufacturer narrative:
The solex 7 catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
A patient received ivtm therapy for fever management resulting from sepsis, and after 30 hours into treatment, customer noticed the thermogard ivtm system generated an "air trap" warning alarm and the 500ml saline bag had emptied. Leak check was performed and no saline was noticed on the floor, patient's bed or thermogard ivtm system. The solex 7 catheter (lot #169287) was removed from the patient's right subclavian vein and catheter leak was confirmed by the customer. Treatment discontinued since patient reached target temperature. Per reporter, the "air trap" warning alarm was cleared and the thermogard ivtm system is clinical use. No consequences or impact to the patient.